Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. The complaint report states that the physician detached the crimped stent from the balloon following the procedure. Crimp markings were evident on the wall of the balloon indicating that the stent was crimped onto the balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as this device is reported to have been damaged while attempting to remove the device through the guide catheter. The dfu states if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified circumflex artery (cx). The physician attempted to advance the 2.50x32mm synergy¿ stent delivery system (sds) using a non bsc guide catheter; however, the sds was unable to cross the lesion. When the physician pulled the stent back through the guide catheter, resistance was felt and it was noted that the stent was damaged when it was removed from the patient. The procedure was successfully completed with a different device. No patient complications were reported and the patient¿s current condition is stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified circumflex artery (cx). The physician attempted to advance the 2.50x32mm synergy¿ stent delivery system (sds) using a non bsc guide catheter; however, the sds was unable to cross the lesion. When the physician pulled the stent back through the guide catheter, resistance was felt and it was noted that the stent was damaged when it was removed from the patient. The procedure was successfully completed with a different device. No patient complications were reported and the patient¿s current condition is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).